Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice (hc) device, the patient line had become loose from the transfer set. The patient stated that they had not fastened the connection securely. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error, where a patient line was not properly connected to the transfer set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.